Event description:
It was reported that after a supply change on an ilet system, insulin delivery was visible but blood glucose rose from 144 mg/dl to 401 mg/dl. During attempts to replace the infusion set, the tubing became caught when the applicator was prematurely cocked, requiring additional guidance to complete an infusion set chang. The user had also missed announcing a large meal, and subsequent fingerstick readings were high with a gradual decline to 350 mg/dl during the call. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued pump-based corrections. Investigation included communication with the user and caregiver, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper procedure during infusion set insertion and the user interface steps, along with a missed meal announcement contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. A separate report has been submitted for the infusion set being deployed incorrectly.